Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening cai 17 months post tavr is unknown. However, the event may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction: implant date. Additional information provided indicated the patient expired post valve deployment. The cause of death is unknown at this time. However, there is no indication or allegation that the death was related to any of the edwards devices.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 17 months post tavr procedure, a sapien 3 valve was implanted within the existing 23mm sapien xt valve due to aortic insufficiency and suspected leaflet malfunction/degeneration.